Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: some activities, such as hiking, skiing or snowboarding, could expose your pump to extreme altitudes. The pump has been tested at altitudes up to 10,000 feet (3,048 meters) at standard operating temperatures. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. The customer¿s blood glucose (bg) was ¿high¿; although no specific value was not provided. At the time of report the customer had not addressed their bg. Troubleshooting with tandem technical support indicated that pump was outside of the approved operating altitude range and operating as intended. The customer continued to use the pump for insulin therapy.